Manufacturer narrative:
No device has been returned, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the event.

Event description:
It was reported by the pt through the medwatch system that the transurethral microwave treatment procedure did not reduce his prostate size. In addition, weeks after the procedure, the pt experienced excruciating pain, effusive bleeding and life threatening infection. The treating physician was aware of these symptoms and was not concerned. Also, after the procedure, the pt was diagnosed with cancer in his abdomen, which was removed surgically. Upon follow up, it was reported by the physician's attorney that the pt have preexisting history of chronic urinary tract infection (uti) requiring medical attention, foley dependent, pneumonia, erectile dysfunction (ed), complete retention, psa >20, hydrocele repair, and hypertension. In addition, the patient's is claiming that his cancer was caused from the transurethral microwave treatment . The pt is currently in stable condition at home.